Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Peritonitis is a known complication of a peg tube/ j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced peritonitis as the base plate came loose and was treated with unknown antibiotics. On an unreported date, the patient finished the antibiotics and was doing much better.

Event description:
On (B)(6) 2018, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In jun 2018, the patient experienced peritonitis as the base plate came loose and was treated with unknown antibiotics. On an unreported date, the patient finished the antibiotics and was doing much better. Additional information was received on 31 mar 2021: a nurse reported that the patient's external fixation plate on (B)(6) 2018 (time of tubing placement) was at 3cm. Approximately thirty six hours, the external fixation plate was at 5cm. On (B)(6) 2018, the patient experienced abdominal pain which required fentanyl and endone. On (B)(6) 2018, the patient underwent a CT scan which revealed no evidence of complication post peg-j insertion, with expected post procedural appearances. On (B)(6) 2018, the patient was diagnosed with peritonitis and was treated with 4.5 grams of intravenous piperacillin every 8 hours from (B)(6) 2018. On (B)(6) 2018, the abdominal pain and peritonitis resolved.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.